Event description:
It was reported that a spectrum infusion pump alarmed air in line in the inpatient department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'air in line ' was not reproduced. A review of the history log revealed "air in line" alarms are intermittently recorded. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a tear in the ultrasonic sensor surface tape. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.